Event description:
On 12-jan-2026, it was reported by a sales representative via (B)(4) that an ar-6590 trim-it custom hip cannula broke. This was discovered during a hip arthroscopy procedure with no patient harm. It was reported that while inserting an instrument through the cannula, a plastic disc from the cannula dam was pushed into the joint. The fragment was retrieved with no adverse effects to the patient.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: g3, h3, h6. Complaint allegation is not confirmed. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause of the reported issue is damage to the cannula dam, resulting from excessive force used during instrument insertion through the cannula, which dislodged the plastic disc. The available information does not indicate a confirmed manufacturing defect.